Event description:
The patient reported blood glucose (bg) levels rising to 24.7 mmol/l (444.6 mg/dl) after wearing the pod for 24 hours and applying a new pod during lunch. A correction bolus of 4 units was delivered with the pod and the bg levels kept rising. Patient's bg levels rose as high as 27.7 mmol/l (498.6 mg/dl) with ketones of 1.4 mmol/l (25.2 mg/dl). Symptoms reported include nausea and dizziness. The patient called accident and emergency (a&e) and was transported to the hospital. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. This report is for the second pod that the patient applied. The first pod has been reported under 3004464228-2025-20750-00 on 13may25.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.